Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the distal tip of the guide wire became stretched out and lodged inside the catheter. The physician inserted the guide wire into the patient and attempted to cross the lesion. The guide wire became snagged inside the microcatheter and the distal tip stretched out; however, still inside the microcatheter. The physician removed the device from the patient and replaced with another to complete the case. The patient is reported to be fine.